Event description:
The customer reported that when they turned on their olympus high flow insufflation unit, an alarm sounded and the light on the front panel turned off. According to the initial reporter, this event occurred during preparation for use and had no patient involvement.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user's report was confirmed. When the subject device was turned on, and an alarm was generated due to a faulty printed circuit board. Additionally, heavy condensation was found on the first regulator unit due to an internal leak. One of the cables between the front panel and printed circuit board as well as the damper were found deformed. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, it is likely (after turning on the device, an alarm is generated and leds on the front panel are turned off) occurred due to failure of the printed circuit board. Olympus will continue to monitor field performance for this device.